Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) ¿ incomplete. The expiration date is not currently available. (B)(6).

Event description:
It was reported that the suction never worked. A new one was taken from the shelf to manage the problem and complete the procedure. No delay to procedure. No ae to patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary: the complaint device was received and sent to supplier for evaluation. During functional testing of the device confirmed the electrode was blocked. However the statement of the ¿suction never worked¿ cannot be confirmed, as evidence of debris is visible within the suction tube. The measured flow rate confirmed total blockage of the suction path. There were evidence of tissue remaining within the suction hole on the active tip. This was proved to be the case as final flow rate testing with the distal tip removed was within the allowable limits, meaning the blockage was positioned within the distal tip. The complaint is confirmed and the probable cause of the suction blockage is normal procedural debris. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial or first follow-up medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is not currently available.